Event description:
It was reported ongoing intermittent occlusion alarms occurred. During conversation with tandem technical supportthere was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.